Event description:
It was reported that oversensing was noted on this lead during a follow-up approx. 67 months after the implantation. The lead was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 29 cm distal to the df4 connector pin into two segments. All fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed multiple abrasion marks along the lead fragments. In particular between 11 cm and 9 cm proximal to the lead tip the insulation was found rubbed through, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further analysis showed a deformed rv shock coil, which most likely resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.